Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg), however, a specific value was not provided. Bg level was treated with manual injections. Additionally, an unexpected reset occurred. Reportedly, the customer successfully loaded a cartridge and resumed insulin therapy.